Manufacturer narrative:
Device malfunction suspected but did not cause or contribute to a death or serious injury.

Event description:
Our country manager in (B)(6) was contacted and a vns surgeon reported to him that they had an explanted lead explanted for a lead break. No x-rays were performed prior to surgery. The lead was reported to be twisted. The explanted lead is at the manufacturer pending completion of product analysis. The pt would continually rub the magnet over the area and this may have attributed to this event.